Event description:
Philips received a complaint on the v60 ventilator indicating that the device stopped working when the device alarmed that the proximal pressure tube was disconnected. The device was reported to be in use at the time of the reported problem. In a good faith effort (gfe) response received from the authorized service provider (asp) on 03dec2025, the patient information was stated to have been asked but unknown (asku). No patient or user harm reported. The customer stated that a patient was admitted to the hospital on (B)(6) 2025 with heart failure. The customer was placed onto the v60 ventilator and 30 minutes later, the device stopped working when the device alarmed that the proximal pressure tube was disconnected. Another standby ventilator was immediately placed into use on the patient. In the gfe response from the asp, it was stated that the device's diagnostic report (drpt) was not available to be provided. When asked to clarify the device alarm, the asp stated that the alarm which sounded was the check vent proximal pressure sensor autozero failed alarm. The asp confirmed that the data acquisition (da) printed circuit board assembly (pcba) was replaced to resolve the issue. The device was returned to normal use following the part replacement. The part number for the used da pcba was asku. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.